Manufacturer narrative:
Manufacturer¿s investigation conclusion: correlations between the device and the reported elevation in lactate dehydrogenase (ldh) and bacteremia cannot be conclusively determined. The log file, dated (B)(6) 2019, contained approximately 51 days of data, spanning from 16mar2019 23:03 to 02apr2019 23:12, which captured several transient elevations in pump power and calculated flow on (B)(6) 2019. Pump power ranged from 5.7 watts to slight elevations as high as 12.7 watts, while pump flow ranged from 4.5 lpm to elevations as high as 12.0 lpm. Average pi ranged from 1.5-5.3. Besides these transient elevations in power and flow, the device appeared to be operating as expected at the set speed of 9600 rpms. Specific causes for the slight changes in pump parameters and correlations to the patient¿s abnormal ldh cannot be conclusively determined. A second log file was submitted which captured the device operating as expected. The patient remained ongoing on vad support until they experienced further elevated ldh and underwent a pump exchanged on (B)(6) 2019 (reported under MFR report# 2916596-2019-02350). The heartmate ii instructions for use (IFU) lists hemolysis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies. Care instructions in regard to preventing infection are outlined in various sections of this document. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020, it was reported that there was suspected device thrombosis. Patient was sent to emergency department (ed) for elevated lactate dehydrogenase (ldh) (400s) concerning for left ventricular assist device (lvad) thrombosis. Upon admission ldh found to be 678 up from baseline 200s. Device interrogation showed power spike on (B)(6) 2019 and elevated powers and flows, with slightly lower pulsatility index (pi). On (B)(6) 2019, transthoracic echocardiogram (tte) showed no clot, and computed tomography angiography (cta) visualized no vad thrombus. Patient was maintained on heparin drip and ldh decreased. Ldh on day of discharge was 472. Aspirin was switched to plavix. On (B)(6) 2020, it was reported for infection that the patient admitted for elevated ldh and routine blood cultures drawn on (B)(6) 2019 grew staphylococcus epidermidis. Patient was asymptomatic, driveline culture was negative. Infectious disease recommended 6 week course of vancomycin. Patient was discharged with peripherally inserted central catheter (PICC).

Manufacturer narrative:
Approximate age of device ¿ 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had abnormal lactate dehydrogenase (ldh) on (B)(6) 2019 and was admitted with pneumonia (pna). At that time his ldh was elevated and plavix initiated with reduction of ldh. A blood specimen was collected on (B)(6) 2019. It was reported from the analysis of log files that there were no unusual events seen within the log file. The mcs equipment was operating as intended. The patient went to the emergency room (ER) with an ldh triple the upper limit, which was 200's then 400's now 678. Patient denied signs and symptoms of hemolysis. Vad parameters were stable. Log file analysis showed a transient power elevation and flow elevations on (B)(4) 2019. These power and flow elevation were associated with the pulsatility index (pi) event. There were no other unusual events seen within the log file. The vad was functioning as intended.

Event description:
Bacteremia was staph staphylococcus epidermidis; bacteremia on outpatient was vancomycin-resistant enterococci.